Event description:
The manufacturer received information alleging an issue related to a philips CPAP device sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, box b: adverse event or product problem: describe event or problem and box h - (device) problem code grid (1) was mentioned incorrectly. The device is not part of recall. In this report, box b and h has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a everflo dom non- opi device. The patient has allegedly passed away. No medical intervention was reported by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.